Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned fractured in two sections. The distal section presented the spring tip kinked. All the outer diameter measurements are within the specifications. The returned device was sent for external analysis (mtac lab) to determine the fracture failure mode. The mtac lab results observed that both samples presented torsion overload with bending/tension in an area with wear reduction as mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2014-03805. It was reported that a wire separation occurred. A rotalink plus and rotablator rotational atherectomy system were selected to treat the severely calcified target lesion. During preparation, test ablation was performed outside the patient. It was noted that the wire got separated. Procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Event description:
Same case as: 2134265-2014-03805. It was reported that a wire separation occurred. A rotalink¿ plus and rotablator rotational atherectomy system were selected to treat the severely calcified target lesion. During preparation, test ablation was performed outside the patient. It was noted that the wire got separated. Procedure was completed with another of the same device. No patient complications were reported and patient's status is good.